Manufacturer narrative:
(B)(4). Date sent: 2/27/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: the anvil was used as is, and the device was replaced to fire. The device and anvil in the question will be returning. Since the anvil has not been changed, the anus side was cut again. The patient¿s condition is fine. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired. The device was used on the rectum and colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4), date sent: 3/29/2024.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4: batch # 502c67. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis revealed that the cdh25p device arrived with no apparent damage. The associated battery was also returned with the device and revealed no apparent damage. There was no resistance when the returned battery was inserted into the device. The returned battery was completely drained by the time this analysis was performed; however, the battery and device interface can be eliminated as a cause for the would not fire condition reported. The anvil was also returned and contained a cut washer. This anvil was most likely kept within the patient and used with the second device that was used to complete the case. Staples were present, and the backlight of the device illuminated when a test battery was inserted. However, the green checkmark did not illuminate, indicating the device had not been fired. The device was tested for functionality, and it fired and formed staples as well as completely cut the test media and the breakaway washer. A test battery was inserted, and the device was fired an additional four times in order to insure there was not an intermittency issue. When the test battery was inserted for all four additional firings, the device illuminated and functioned without incident. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the device firing and forming all the staples as well as completely cutting the test media and the breakaway washer without incident, the would not fire issue reported could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number 502c67, and no non-conformances related to the reported complaint condition were identified.